Event description:
It was reported that during a routine follow-up, it was noted that the right ventricular (rv) lead was dislodged and loss of capture was observed. The rv lead was repositioned on (B)(6) 2022 successfully. No other anomalies were observed. The patient was stable.